Event description:
It was reported to boston scientific corp that an excelon transbronchial aspiration needle was used during a lung biopsy. Per the complainant, during the procedure, the physician was unable to retract the needle into the catheter. The device was removed without any harm to the pt. The procedure was completed with this device. There has been no report of complications or injury to the pt due to this event. Post procedure, the status of the pt is fine.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).